Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced redness at the pocket site and pocket infection. The patient was intubated and received pharmacological intervention. The right atrial (ra) and right ventricular (rv) leads were explanted. No further patient complications have been reported as a result of this event.